Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported aiming beam coming out from the tip cannot be established as the product is not available for analysis. DHR history review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: there is no evidence to suggest the device was not used in accordance with the IFU. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. The cause that contributed to the reported event cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during vaporization of the prostate procedure, the physician observed the fiber aiming beam exiting from the tip after it was activated. A second fiber was used to complete the procedure without patient complications.